Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they did not receive readings on their smart device or smart watch on (B)(6) 2016. No injury or medical intervention was reported.